Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data logs were reviewed, and the out of box placement signal not reliable (psnr) alarm was confirmed. This pattern matches an air gap between the patient cable plug and console receptacle. Returned product was investigated and there were no abnormalities. The pump passed laser continuity, 5s parameters were all within specification when connected to a console, and psnr did not reproduce. Based on data logs and returned product, the root cause of the optical signal issue was determined to most likely be an air gap between the aic and patient cable plug. Since clinical details did not provide any details regarding when/how the psnr alarm resolved, it can not be verified. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted in a patient for circulatory support. While on support there were placement signal issues. They found that the placement signal was not reliable and was failing. However, the flow and motor current were stable and support continued with the pump without any further intervention for the issue. The patient was successfully weaned from the pump and the device was explanted. There was no reported harm or injury to the patient.